Event description:
Additional information was received. During the device replacement procedure, a decision was made to surgically abandon and replace this lead. Post procedure, acceptable measurements were obtained.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and there will be no return of product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead and device was hospitalized after experiencing a syncopal episode. Interrogation revealed loss of capture resulting in pacing inhibition greater than two seconds asystole. Attempts to reproduce the loss of capture were successful and the patient was again symptomatic. Lead parameters were within normal range. (B)(6) months earlier, a pre-syncopal episode had occurred and this device was re-programmed. No issues were reported during that five month time and now similar observations have been experienced. An internal technical service consultant was contacted and provided recommendations for further follow up. As the device battery is close to elective replacement indicators (eri) a procedure is intended in the near future. The patient is pacemaker dependent.